Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient said her outside one has quit, and clarified that she sees a picture of a phone when using the patient programmer. The patient stated she thinks it might be time to replace the implant because it was implanted in 2011 and it had started acting up: it would beat fast and hard, then slow down. The patient does not have a doctor to manage the device and was sent a listing of possibilities. No symptoms were reported and no further complications were reported or are anticipated.